Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced peritonitis, which manifested as cloudy effluent. The patient was treated with vancomycin ip (1.5 grams one time only) and gentamicin ip (once daily for three days, dose unknown) for the peritonitis. The day after the patient completed antibiotic therapy, the patient experienced respiratory arrest. On the same day, the patient died. The death was due to congestive heart failure, respiratory arrest, peritonitis and fluid overload. Pd therapy was ongoing until the time of death. It was not reported whether an autopsy was performed. Additional information was requested, however is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. If additional relevant information is obtained, then a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports of peritonitis have been received. Baxter will continue to monitor similar reports to determine if further actions are required.